Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse went on-site and replaced the set-up joint (suj4). The system was verified and ready for use. Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the device returned. However, isi has not received the unit involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue. A review was performed and confirmed the customer's allegations of disabling usm 4 in the middle of the procedure (at 3:18 pm), and continued with 3 usms (finishing around 4 pm).

Event description:
It was reported that during a da vinci-assisted radical prostatectomy (with lymphadenectomy) surgical procedure, customer experienced a repeated error 23072 on universal surgical manipulator (usm) 4. They had already disabled usm 4 and continued the surgery successfully with 3 usms. There was no time for troubleshooting. Technical support engineer (tse) agreed with the customer that they would call back after end of surgery. After call, tse found that there was already this proactive sr opened and repair already scheduled. Tse called field service engineer (fse) to let them clarify with the customer whether priority had to be changed. The procedure was completing as planned with no reported injury. Usm 4 was disabled and surgery continued with 3 usms.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical inc. (Isi) received the set-up joint (suj 4) for failure analysis investigation. The suj was analyzed and in the system logs, error 23072 was confirmed indicating that excessive mismatch errors between primary & secondary setup joints readings were reported to the suj. Upon visual inspection, the proximal cable was found to be cut, replicating the reported event. Due to damages, further testing was unable to be performed. The complaint was confirmed based on failure analysis. The probable root cause of the reported issue can be attributed to a natural wear of the proximal cable within the affected suj.